Event description:
It was reported that customer experienced battery that fully depleted after about three days and described battery depleting too fast, but no specific date or timeframe for event was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from support, so no troubleshooting could be completed and allegation of battery depletion could not be confirmed, and no additional information was received regarding the outcome of event.